Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot f2517402 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal tip of the 6/7f mynx control vascular closure device (vcd) punctured the proximal common femoral artery (cfa), resulting in a perforation. A massive retroperitoneal hematoma developed and was managed surgically. The mynx control used in a coil embolization procedure and was used with a 7f non-cordis sheath. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The user is trained to the device. There was no presence of pvd or calcium in the vicinity of the puncture site. The patient was not on any anticoagulation regimen prior to the procedure. The device will be returned for evaluation.